Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported by the patient that when he presses the pump of his inflatable penile prosthesis (ipp) device, the pump remains flat and does not fill back up again for continued use.